Event description:
On (B)(6) 2011 form from (B)(6) hospital states: (B)(6) hospital, canada. Dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).